Event description:
Customer called to report the pump had an intermittent off no power alarm. The batteries were stored in packaging at room temp, no cracks noticed, and the contacts were intact not corroded.